Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009, alleging that his one touch ultra2 meter read accurately high compared to her feelings. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified, based on information obtained from lifescan customer service. On an unspecified date/time, the pt obtained a "100 mg/dl" on the meter, which she felt was inaccurate high compared to his feelings. It is unk how the pt was feeling at the time of the test. According to the csr documentation, the pt manages his diabetes with oral diabetes medications and diet; however, it is unk if the pt made any adjustments to her medications or diet as a result of the "100 mg/dl" result. The pt claimed 2 hours after obtaining the alleged high meter reading, he became sweaty and hungry. It is unk if the pt tested with the subject meter while experiencing the symptoms. It was noted that the pt consumed more food/drink as a result of the reported issue; however, it is unclear if this action was taken before or after he developed the symptoms. The pt denied receiving any treatment as a result of the reported issue. According to the troubleshooting performed with the csr, the pt was using the correct testing/cleaning techniques. The pt did not have any control solution test during the customer service call. Replacement products were sent to the pt. Based on the provided information, this complaint is being reported because the pt allegedly developed symptoms suggestive of hypoglycemia 2 hours after obtaining an alleged high meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.